Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient's system consists of an abbott ipg and adapter, and a different manufacturer's leads. It was reported ((B)(6)) the patient experienced loss of stimulation. A diagnostic check indicated high impedance values. Surgical intervention is planned to address the issue.